Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, varus valgus laxity, possible nickel allergy, and pain. The surgeon reported the patella was intact and retained. He indicated the femoral component was intact, though revised. The surgeon indicated the tibial tray could be easily disengaged with simple lifting. The patient was implanted with depuy components, and unknown bone cement. There were no complications. Doi: (B)(6) 2014; dor: (B)(6) 2019 (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 7786867. Device history review ==> a device history record (DHR) review was conducted as part of investigation (B)(4). Review of the device history records did not reveal any related manufacturing deviations or anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.